Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system experienced foreign matter within the device cannula. The following information was provided by the initial reporter: before using the y-shaped straight needle to prepare the infusion set, a foreign matter was found on the outer layer of the needle tip.

Manufacturer narrative:
H6: investigation summary since no photos or samples displaying the reported condition of foreign matter were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system experienced foreign matter within the device cannula. The following information was provided by the initial reporter: before using the y-shaped straight needle to prepare the infusion set, a foreign matter was found on the outer layer of the needle tip

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.